Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that she experienced high blood glucose in the 300 and 400 mg/dl since (B)(6) 2015. Blood glucose value at the time was 429 mg/dl; she treated with the insulin pump and manual injection. The customer stated that the day of the call, she bolused for 379 mg/dl but when she checked again, it was higher at 401 mg/dl. The customer has not found any air bubbles and insulin is not expired. Last infusion set was on (B)(6) 2015 and the cannula was not bent. The drive support cap is recessed and the settings and bolus history are accurate. The customer did not have a tubing clamp to perform the high pressure test. After injection and using different vial of insulin, her blood glucose went down from 401 to 311 mg/dl. Customer was advised to change the entire infusion set and reservoir.